Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a percutaneous lead separation at the metal connector. When staff investigated area, the patient experienced red heart alarms and pump stoppages while connected to the power module. The hospital staff heard electrical sparking, and the system controller failed and the pump stopped. Once a replacement system controller was installed, the pump restarted. The patient was placed on batteries with no issues. The patient received a percutaneous lead repair.

Manufacturer narrative:
The report of red heart alarms and pump stops while connected to the power module was confirmed. A percutaneous lead distal end replacement was performed by the manufacturer. Approximately 9" of the external portion/distal end of the percutaneous lead was returned to for evaluation. The silicone bend relief was separated from the metal/controller connector and the underlying wires were visible. An electrical continuity test of the returned portion of lead was conducted and results indicated discontinuity in the red wire. All other wires were found to be electrically intact. Examination revealed the red wire was fractured adjacent to the metal/controller connector and as a result, the underlying wire conductors were exposed. The characteristic of the disruption appeared consistent to fatigue failure as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The reported alarms and pump stops would have occurred as a result of the exposed conductors of the wire contacting the braided shield and shorting to ground while supported by the power module. A review of device history records for this device showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.